Event description:
The healthcare professional reported one incident of "leaking" at the white twist clamp. This was noted during use with no pt injury or medical intervention reported by the healthcare professional.